Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
The patient is doing fine.

Event description:
It was reported that during an exploratory laparotomy, while doing an end to end, stapled low rectal anastomosis to descending colon. Stapler cut, staples open and jagged, no bs formed no tissue connection. Ending up in stool spillage in abdomen, need to open additional staplers to redo rectal pouch, additional eea also used. Need for prolonged antibiotics, added about another hour onto the case. A protective diverting ileostomy was performed in case the anastomosis leaks. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information is unavailable. At the time of this submission, quality control will not release the device. If the device or further details are received at a later date a supplemental medwatch will be sent.